Event description:
It was reported that while the surgeon was placing a 7.3mm cannulated screw in the outside joint, the screwdriver broke off inside the patient. The metal was left inside the patient as it was unable to be retrieved. The product has not yet been returned for investigation and no further information was provided. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional information: the results of the manufacturing evaluation show that the complaint condition, the handle broke, is due to an unknown cause. The lots initially conformed to specifications as noted in the certificates of compliance and were inspected and conformed to the synthes incoming final inspection sheet number. (B)(4)responded on april 5, 2014 and stated their investigational testing confirmed the complaint condition. Conclusion: based on the unknown cause, and the evaluations performed by (B)(4), this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. Device is an instrument and is not implanted or explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. (B)(4) additional parts from this lot were released to the warehouse on (B)(4) 2006. Placeholder.